Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Additional information has been requested. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported an area of non treatment, thin flap and flap perforation of the right eye during corneal flap creation the surgeon had docked on the eye and used the decentration offset moving the flap superiorly. When treatment began the surgeon noted the applanation bar was not in the green and after taking his foot off the pedal he moved the applanation bar and then continued with the laser treatment. After treatment an area was noted to look as though it was not treated just superiorly to the pupil. The surgeon elected to attempt to lift the flap but was unable to lift in the area of non treatment which was also noted to be thin and he perforated the flap while trying to lift the flap. The treatment was not completed and additional treatment is expected at a later date. Additional information has been requested.

Manufacturer narrative:
Attempts have been made to obtain additional patient information; however, at this time no additional information has been received. A shift of the applanation indicator notifies the user that the patient has moved. Patient movement can result in incomplete treatment or undesired treatment outcome. The surgeon chose to attempt to lift the flap and noted that the flap was thin. The flap was torn in the area that appeared untreated. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. The root cause of the reported incomplete and thin flap can be attributed to patient movement. The root cause of the reported torn flap can be attributed to surgical technique. (B)(4).

Event description:
Attempts have been made to obtain additional patient information; however, at this time no additional information has been received.

Manufacturer narrative:
(B)(4).